Event description:
A malfunction alarm occurred, indicated by malfunction code malf 3, and the smart pump was found not to be resettable. There was no adverse impact to the customer¿s blood glucose level, as their readings did not exceed 500 mg/dl. The customer opted for multi-dose insulin therapy to ensure continued insulin delivery and tandem technical support arranged for a replacement pump. The customer was instructed on returning the faulty pump, including putting it into storage mode before shipping, which was acknowledged and understood, along with using a pre-paid label within ten days.